Event description:
In 2007, FDA cleared alma accent lasers for "noninvasive treatment of wrinkles rhytides." Dr. Provided me with a brochure showing before and after pictures of an upper arm. He indicated that positive results are seen in 1-5 treatments and that the longest time would be 2 years. In 2007, the results were so bad. He injected me with a series of extremely painful saline injections before treatment. Dr. Kept insisting that I was an excellent candidate for the alma accent and that eventually it would take effect. I had a total of 20 treatments starting in 2007 and ending in 2009. Diagnosis or reason for use: flabby arms. I attempted to report to manufacturer, but they refused to talk to me.

Event description:
Reporter initially visited dr in 2007 to start accent laser treatment. Reporter went to dr to have excess skin removed from arms and the dr suggested that she would be an excellent candidate for this new laser treatment. Reporter mentioned that another dr said that she should have surgery. The reporter said that current dr laughed and said when we get done with treatments you should show him the positive results. Reporter stated that dr said you should see positive results after 1-5 treatments, longest time to see positive results would be two years. Approx eight months later, after having no results from the treatment, dr starting injecting reporter with saline injections prior to treatments which were very painful. These injections were done several times may be 3 times. The technician working with the dr told her that lack of belief in the treatment may have caused it not to work. Reporter spoke to another dr and was told hypothetically that perhaps laser didn't' stimulate collagen. In 2008, reporter was supposed to receive alma rep's phone number from the dr's staff but that never happened. Reporter states that last treatment was in early 2009. Since then reporter has tried to contact dr's office but her faxes and phone calls are not answered or returned. Reporter says that in 2008 a no guarantee form was given to her to sign and she added statement that she was an excellent candidate for treatment. Reporter stated dr's office incurred cost of 14 visits and she payed for 6 of the visits. Reporter says she was harmed, her arms look horrible, the treatment made it worse, and she has to wear sleeves that cover arms.